Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The device was attached to the diagnostics equipment and this confirmed that the pump had reached its 7 day expiry due to being in use for this period of time. No errors or issues were detected. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU ¿after 7 days of therapy the pump will automatically cease functioning¿. During use the pump may stop delivering therapy for a number of reasons. This is captured in the trouble shooting section of the IFU. The pump will give illuminated indications of any issues that may affect the delivery of negative pressure wound therapy. A batch record review could not be performed as no lot number was provided, however, all pico pumps undergo full functionality testing to an agreed specification prior to distribution. As no issues were detected with the pump, we were unable to confirm the reported failure mode and subsequently identify a root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pico 7 was applied on 12-9 at 10:00 and stopped working on 15-9 at 19:00, the full duration of 7 days was not reached. This customer experienced multiple problems with pico's which did not work the full 7 days. This pico is available for investigation. The backup device was applied approx 3-4 days after the failure was detected.